Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap exhibits moderate devitrification at output window. The metal cap exhibits moderate detritus adhesion on surface. The fiber is broken within the outer flow tubing 2.5 inches from the control knob, between distal tip and control knob, and exhibits indication of bending, crushed, and no melting at break location. The fiber was tested with hene laser fixture, aim beam is present at break location. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the complaint was confirmed. Fiber broke along fiber body observed. An evaluation conclusion code of unintended use error caused or contributed to event. Excessive bending occurred during procedure was assigned to this investigation.

Event description:
It was reported that during a prostate procedure after 226,000 joules and 18 minutes of use, fiber crack at the port occurred. The procedure was completed utilizing another fiber. No injury to patient.

Event description:
It was reported that during a prostate procedure while the patient was under anesthesia, the fiber broke. The procedure was completed utilizing another fiber. No injury to patient.